Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a fixed pressure shunt in 2007 due to hydrocephalus. As a result of the growth and development of the patient, the shunt was blocked in (B)(6) 2018. On (B)(6) 2018, the patient's device was changed to an external pressure regulating shunt. It was noted the patient underwent brain tumor resection in (B)(6) 2018. The patient has no discomfort at present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, the patient's device was changed to an external pressure regulating shunt.